Event description:
It was reported that this right atrial (ra) lead showed undersensing. Boston scientific technical services consultant (ts) discussed that the undersensing was observed on initial presentation. Sensitivity was programmed to 0.75 millivolts, with p-wave amplitudes ranging from 1.2 millivolts to 0.65 millivolts, indicating an inadequate sensing margin. Ts advised having the patient lie down and take a deep breath to assess for any changes in signal amplitude. As this time, this ra lead remains in service. No adverse patient effects were reported.